Manufacturer narrative:
D10 ¿ product received on: 11jun2019. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. One used and damaged wire guide was returned for investigation. The wire was cleanly separated into 2 sections, proximal to the coiling on the wire guide. The distal coil, solder, and welds remained intact completely, with no damage or elongation. The distal end was slightly curved and floppy, but no damage was observed. Dimensional analysis confirmed the device was manufactured within the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, inspection of returned product and the results of the investigation, it was concluded that the exact cause for failure could not be determined. However, it is likely that user technique led to the breakage of the wire. If excessive force was applied to the wire guide at any point during the procedure, it could have caused the wire to break. If the wire guide was not tracked into the correct areas during the procedure, or reached a blockage, it also could have caused the device to separate. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Product code: code should read "dqx". Initial reporter occupation: unknown. Initial reporter also sent report to FDA: unknown. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cope mandril wire guide was used in a (B)(6) year old male during a meta port insertion via right internal jugular wire. User reports the wire broke in half while being used, but did not break in patient. The wire was removed from the field. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.